Manufacturer narrative:
The initial report erroneously contained manufacturer information regarding an event of pain with refill. That event was a separate event from this report, and was a non-reportable event; thus, no regulatory report was filed.

Event description:
It was reported that the patient had withdrawal in (B)(6) 2014. The patient noted that they had an extreme sensitivity to baclofen; therefore their low reservoir alarm was set at 5 ml. The patient's medical history included autonomic dysreflexia. It was noted that the patient had to have their refills under general anesthesia, as their autonomic dysreflexia caused him to go into vt (ventricular tachycardia) or svt (supra-ventricular tachycardia) when they felt any pain. It was noted that the patient had vt and svt during a refill, in the past, due to that condition. The pump was being used to deliver lioresal. No allegation against the pump or catheter was made. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. There was additional information reported that was not relevant to this event and therefore was omitted; see manufacturer's report number 3004209178-2015-00590 - alarm, spasticity, seizure.

Event description:
It was reported that the patient had withdrawal in (B)(6) 2014. The patient noted that they had an extreme sensitivity to baclofen; therefore, their low reservoir alarm was set at 5 ml. The patient¿s medical history included autonomic dysreflexia. It was noted that the patient had to have their refills under general anesthesia, as their autonomic dysreflexia caused him to go into vt (ventricular tachycardia) or svt (supra-ventricular tachycardia) when they felt any pain. The pump was being used to deliver lioresal. No allegation against the pump or catheter was made. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, it will be added to the report. [There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4) ¿ alarm, spasticity, seizure. An additional pe has been requested for the event of pain with refill].

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).